Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular lead displayed a non-sustained ventricular tachycardia episode had occurred resulting in noise causing oversensing resulting in pacing inhibition greater than two seconds asystole. No loss of capture or inappropriate therapy was reported. Further review of the data did not reveal any further episodes. Attempts to reproduce the noise were not successful. An internal technical service consultant was contacted. It was thought the noise was related to myopotentials. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
As of this date, this device and right ventricular lead remain implanted and in service and will be further monitored. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm a reason for the reported clinical observation.

Event description:
- -

Event description:
Approximately twenty months later, this device was removed and returned for analysis.